Manufacturer narrative:
Zimvie complaint (B)(4).

Event description:
It was reported that patient stated she was having numbness in her lower lip and chin. The implant was removed. Symptoms as a result of the event: pain. Tooth site #30.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
This report is being submitted to report additional information. One tsx implant was returned for evaluation. Visual/physical evaluation of the as returned product identified signs of use but no apparent signs of malfunction. Functional testing could not be performed due to that nature of the device and event. DHR review was completed for the subject lot number. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number for similar events and 1 other complaint was identified under. Based on the investigation and risk management file review, the most likely root cause determined is incorrect technique used during placement. Therefore, based on the available information, device malfunction has not occurred. Additionally, the reported event could not be verified as the exact details of event were unknown/unverifiable.